Manufacturer narrative:
Patient weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially as in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 9 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted as observation with anemia and was given 2 units packed red blood cells.

Manufacturer narrative:
Main investigation conclusion: a direct relationship between the device and the reported event could not be determined. The center reported that the patient was admitted for observation due to anemia. The issue was treated with transfusions of packed red blood cells. The patient was discharged and remains ongoing on vad support. The hm3 IFU bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including recommended inr values.

Event description:
Additional information: the event reportedly resolved on (B)(6) 2018.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.